Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope eb-1575k. In the event reported the user stated the user stated pve/light guide conn. Possible fluid. The event timing is unknown. This complaint is being reported to the FDA due to a prior field action involving a loose suction arm with this product family. However, it should be noted that the field action occurred prior to the manufacture date of this device and this device was not included in the field action. There was no adverse event reported with this complaint. No other information provided with this complaint.

Manufacturer narrative:
The device was returned to pentax for further evaluation on service order 3136109 where the user narrative was confirmed. In addition, the inspector found the suction arm loose. The inspection findings are as follows: suction arm loose; control body severe corrosion inside; fluid invasion in umbilical light guide cable; fluid invasion in control body; fluid invasion in segment section; image blackout; leak at suction nipple; up/ down control knob/ lever cracked; pve electrical; connector frame has severe corrosion; shield cover corroded; customer complaint confirmed; fluid invasion to insertion tube; remote control button cover cracked; adjusting collar corroded; fluid invasion in pve connector; up/ down pulley wire corroded; up angle wire corroded; down angle wire corroded. The device is currently pending repair deposition. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope eb-1575k. In the event reported the user stated the user stated pve/light guide conn. Possible fluid. The event timing is unknown. This complaint is being reported to the FDA due to a prior field action involving a loose suction arm with this product family. However, it should be noted that the field action occurred prior to the manufacture date of this device and this device was not included in the field action. There was no adverse event reported with this complaint. No other information provided with this complaint.

Manufacturer narrative:
The device was returned to pentax for further evaluation on service order 3136109 where the user narrative was confirmed. In addition, the inspector found the suction arm loose. The inspection findings are as follows: suction arm loose; control body severe corrosion inside; fluid invasion in umbilical light guide cable; fluid invasion in control body; fluid invasion in segment section; image blackout; leak at suction nipple; up/ down control knob/ lever cracked; pve electrical; connector frame has severe corrosion; shield cover corroded; customer complaint confirmed; fluid invasion to insertion tube; remote control button cover cracked; adjusting collar corroded; fluid invasion in pve connector; up/ down pulley wire corroded; up angle wire corroded; down angle wire corroded. The device is currently pending repair deposition. If additional information becomes available, a supplemental report will be filed with the new information.